Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed functionality testing) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor returned monitor sn (B)(4) to zoll manufacturing corporation and reported that the monitor failed functionality testing.